Event description:
Pt tested blood glucose on suspect device as 131 mg/dl. He immediately went to hospital because of low blood symptoms and at ER his blood glucose = 30 mg/dl. He was given a glucose intravenous and is not doing fine. Controls were out of range.